Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard device implanted on (B)(6) 2014 (device 3). An additional emdr will be submitted to represent the bard device implanted on (B)(6) 2012 (device 1) and the device implanted on (B)(6) 2013 (device 2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). On (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 3). As reported, the patient's attorney alleges a general claim ""for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). (B)(6) 2014 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 3). As reported, the patient's attorney alleges a general claim ""for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with a symptomatic large direct right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿an extra-large perfix plug (device #1) was placed in the large direct fascial defect and floor repair performed by suturing mesh for pubic tubercle to internal ring.¿ (B)(6) 2013 - patient was diagnosed with symptomatic left inguinal hernia, right groin pain with ischemic orchitis and femoral hernia thereby underwent open repair with implant of two perfix plug (device #2 & #3) and removal of mesh (device #1). Per operative notes, ¿a medium perfix plug (device #2) was placed in the direct left inguinal hernia facial defect and floor repair performed by suturing mesh. In right groin there was significant amount of inflammatory reaction scar tissue associated with mesh and testicle which were removed along with mesh (device #1), ilioinguinal, iiiohypogastric and genitofemoral nerves. A large perfix plug (device #3) was placed in the facia defect along pubic tubercle, ramus to femoral vessels and mesh was sewn to inguinal ligament.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device #4) and removal of mesh (device #3). Per operative notes, ¿scar tissue was excised. There was a large direct inguinal hernia which was incarcerated in inguinal canal. The perfix plug (device #3) was removed. The mesh was still attached to the inguinal ligament but separated completely from the conjoined tendon. A new piece of mesh perfix plug onlay (device #4) was sutured in place, reduced the previous incarcerated hernia and closed the floor.¿ (B)(6) 2016 - patient visited hospital with recurrent incisional hernia. (B)(6) 2016 - patient was diagnosed with spigelian type incisional hernia in right lower quadrant thereby underwent laparoscopic repair. Per operative notes, ¿umbilical hernia was excised. There was weakness of abdominal wall with a herniation of bowel which was reduced and preperitoneal piece of synthetic mesh was sewn to the facial defect.¿ (note, there was no mention/visualization of perfix plug onlay (device #4) during this repair). Attorney alleged that the patient had adhesions, infection, loss of testicle, mesh migration, nerve damage and pain. It was also alleged that the patient had right groin exploration with right orchiectomy due to chronic pain and inflammatory response from mesh, removal of plug which separated from the conjoined tendon resulting in large bowel being incarcerated in a hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of perfix plug, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. This supplemental emdr represents perfix plug (device #4). Additional supplemental emdr's were submitted to represent perfix plug (device #1 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.